Manufacturer narrative:
Follow-up # 1 date of submission 05/04/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/05/2012 with the following findings: visual inspection revealed no damage to the battery compartment or cap; the battery cap tightens securely to the pump. The pump powered on appropriately to the verification screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours with no power issues occurring. The complaint regarding the power issue could not be confirmed or duplicated on investigation. There was evidence of moisture found on the motor connections. Unrelated to the complaint, there was evidence of keypad contamination observed under all button contacts.

Event description:
The patient reported that the pump would not power on. The patient stated that the pump alarmed "replace battery" and the patient tried four new batteries and continued to get "replace battery" alarms until eventually the pump did not power back on at all. The patient confirmed that there was no damage to the battery compartment or cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.